Manufacturer narrative:
Examination of the returned product confirms the reported material cracking. Visual examination finds nothing outward that suggests product error. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The reported event remains under investigation. The complaint will be reopened when additional information is received. Corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a cracked ceramic liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.